Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the network and communication issue. The field service engineer remoted in to station and found no failed storage spaces. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system meds greyed out. The customer stated that there was a delay to the patient's workflow but able to get meds from other nearby stations. There were no adverse events or injuries reported based on this incident.